Event description:
Customer reported issue with pump screen being frozen and unresponsive, although the touchscreen was not cracked or shattered. Despite attempts to reset the pump, the problem persisted, impacting customer's blood glucose level, which was reported to be 400 mg/dl. To manage the high blood glucose level, customer performed a correction injection using multiple daily injections (mdi). Tandem technical support decided to replace the pump and arranged for a replacement with updated software to be sent to the customer. Instructions were provided to the customer regarding the steps to take upon receiving the new pump, and arrangements were made for the return of the malfunctioning pump using a pre-paid label. Customer reverted to mdi for back-up therapy.